Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in an integrated circuit. Analysis found the device with a severely depleted battery resulting in the reported no-telemetry/no-output condition. The depleted battery was due to high system current drain. The excess current drain was isolated to the l303 ic. Pem and layout analysis of the l303 revealed a defect in the capacitor switch circuity on the comparator drain (n16_d) signal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion as it has reached recommended replacement time (rrt) about one year after implantation. Additionally, the device had no capture of pacing, no sensing, and showed lead impedance trends had decreased abruptly. It was noted the patient felt uncomfortable as an alarm sounded due to trouble with the device. The device was explanted and replaced. It was noted that at the time of the generator replacement the lead function was good through the analyzer test. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: upon further evaluation the returned device indicated an inconclusive result for an integrated circuit. Hybrid analysis found the device with a severely depleted battery resulting in the reported no-telemetry/no-output condition. The depleted battery was due to high system current drain. The cause of the excess current drain was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.